Manufacturer narrative:
Follow-up #1: date of submission 10/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/05/2015 with the following findings: the keypad was found to be intact; all buttons were responsive during investigation. The keypad cover was removed; no contamination was found under the contacts. The pump was opened; the keypad flex was found to be fully seated in the connector with the latch closed. No evidence of internal moisture was found. Unrelated to the complaint, the audio bolus button (abb) cover was found to be damaged and punctured. The abb was still found to be responsive during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.